Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the start of the coronary diagnostic procedure and the procedure was complete as planned by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movements were not possible by geo module and cannot on/off x-ray. Upon functional testing, the fse found sib box have intermittently communication problem. Review of the system log file showed that the system interface board (sib) error and ¿cannot connect to the sib¿. The fse replaced the sib box and reloaded the software. After the replacement of the sib box and reloading of the software, the system was returned to use in good working order.

Event description:
It has been reported to philips that allura geometry movements were not possible. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.